Event description:
A customer reported via phone call indicating that their insulin pump had a vibrate anomaly. The patient's blood glucose level was unknown at the time of the call. The customer inserted new batteries but the issue was not resolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump failed to vibrate during the self test due to a broken wire on the vibrator motor. Th insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.